Manufacturer narrative:
(B)(4): a time test was performed and the pump was found to be keeping time appropriately. The complaint could not be confirmed or duplicated on investigation.

Event description:
The reporter stated that the time was off by an hour and a half after the patient went swimming. She stated that the time was correct prior to the pump being exposed to water. There was no reported damage to the pump, and the reporter could not explain why the pump would be off by an hour and a half. There was no reported patient impact as a result of the incident. This complaint is being reported because time discrepancies can affect basal rate delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.